Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for spinal pain. It was reported by the company rep that the patient went into the emergency room (ER) last night due to an immense amount of pain and the pump was not working. The company rep stated that they interrogated the pump and saw service code 529 [motor stall and recovery]. Technical services reviewed with company rep that this was a known alert with the new software and company rep confirmed the patient had a magnetic resonance imaging (MRI) previously with the pump. The company rep stated there was no stall in the logs to associate with the pain. Additionally, the patient had a MRI and logs do not show a stall for the MRI time. The company rep did state patient was going to have a catheter access port (cap) dye study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that another rep received a page from the national answering service (nas) and asked the rep to follow-up on a call due to their location being near the hospital that the patient was at. The patient stated that she was experiencing a sudden onset of severe pain and thought the pump had stopped working due to the onset happening so quickly. When asked for the cause of the pump not working and the patient's pain, the rep stated that according to the patient, the pump was determined to be working properly and a change in her programming was completed to assist with her pain. Diagnostics/troubleshooting performed included a catheter access port (cap) dye study which was normal. The hcp stated that he found no catheter malfunction or any indication that the pump was not functioning as expected. Actions/interventions taken included completing a change of programming. When asked if the event had resolved, the rep stated that yes the event had resolved on its own according to the patient and the hcp. The patient stated that she no longer was in pain and was func tioning normally now.